Event description:
It was reported that the pulse generator exhibited high current drain of 79 ua. The atrial output was 2.25 v at 0.4 ms and ventricular output was below 2 v with autocapture on. Autocapture was turned off and both voltages were set to 2.75 v, after which the current drain was 84 ua.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.